Manufacturer narrative:
An image of the result, and associated curves were provided indicated there was no glaring abnormalities present, however this view is fairly simplified. No supporting raw data for the alleged sample was provided to further perform a full assessment. An investigation was performed on the reagent kit lot and no product problem was identified. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR.a customer from the (B)(6) alleged on discrepant results for an emergency room patient under quarantine, when using the cobas® sars-cov-2 & influenza a/b test on the cobas® liat® system. The initial test generated positive result for all three targets; sars-cov-2, flu a and flu b. The sample was retested 30 minutes later with a competitor instrument and generated negative result on all 3 targets, sars-cov-2, flu a and flu b. The roche results were not released to patient. Additional information about test results and competitor¿s assays and instrument brand has been requested but not provided . No harm was alleged.

Manufacturer narrative:
An investigation is currently ongoing. A follow-up report will be filed upon the completion of the investigation.(B)(4)